Manufacturer narrative:
The device was returned to stryker product analysis center (pac) for further investigation. The pac tecnician was able to verify the reported issue.the reported issue was isolated to user interruption of the software update. Therefore, the cause of the reported issue was determined to be user error. The device was archived by stryker maastricht.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device kept restarting when the lid was opened. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device kept restarting when the lid was opened. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and observed that the device kept restarting when the lid was opened. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.